Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 27.3 mmol/l (491.4 mg/dl) while wearing the pod between 24 and 36 hours on the leg. The patient noted the pod detached from the adhesive, dislodging the cannula from the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage could not be determined. Fluid path testing found that fluid could flow through the complete fluid path with no issue. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.